Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons were not when first press, buttons stick down when you press them. The insulin pump had battery life was diminished from the 1st day, some batteries lasting less than 7 days and battery cap was worn out. No harm requiring medical intervention was reported. The insulin pump had cracked or hairline fractures and damage to the casing. The device will not be returned for analysis.